Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device switched to standby without user interaction. There was no patient injury reported.